Event description:
Reporter alleged blood glucose measured in the 400s mg/dl back to back with a result in the 200s mg/dl when performed within 10 minutes apart. As a result of the comparison, no actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.